Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the unit did not have complete sound, only a little sound. The fse also confirmed there was a speaker inoperative message present. The fse replaced the speaker assembly to resolve the issue. The device was returned to functional use with no further issues identified. The device remains at the customer site.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction on the intellivue mx750 patient monitor. It is unknown if sound was still coming from the device. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.